Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # 667c78. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60d reload present. The reload was received unfired. The articulation mechanism was not working properly. The device was returned with a non-working firing mechanism. The device articulates when the firing trigger is actuated. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the shifter plate was noted broken around the pin hole, and the articulation laminates were found damaged. It is possible that an external force was applied to the jaws creating a torque that manually articulated the device and damaged the articulation mechanism. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 667c78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the device articulated to the right when attempting to firing, not left. (Which makes sense, as the device was already articulated to the left.) It should say ¿dr. (B)(6) observed the tissue and knife blade did not engage at any point¿ said it was cartridge side up as well in case that matters. The device rapidly articulated to the right (past midline). There was no engagement of the knife blade at any point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon had the stapler articulated to the left with the jaws locked and clamped on gastric tissue for the first firing of his gastric sleeve procedure. He disengaged the safety and squeezed the firing trigger. Upon squeezing the firing trigger the jaws (while still clamped on tissue) of the device rapidly articulated to the left (past midline) by about 45 degrees. After this occurred, dr. Attempted to open the stapler with no success. He then pressed the knife reversal button and was able to open the stapler. He then pressed the home button again and it returned to center. Upon removing the stapler from the abdomen, dr. Observed the tissue and knife blade engagement occurred at any point during this malfunction. The stapler was replaced with another stapler and the procedure was completed without issue. No harm was done to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: device was clamped down and jaws was locked onto the left articulation during a gastric procedure. Upon squeezing the firing trigger, the jaws of the device articulated past midline to the right, a 45 degree rapid articulation. Then the device could not be opened, knife reverse used and was able to home the articulation to the home position. Switched out to another stapler to finish the procedure.